Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a radial and longitudinal balloon burst with no missing pieces observed. No functional testing was able to be performed due to the condition of the returned device. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. All measurements were within specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints. Complaint history review from june 2019 to may 2020 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the appropriate complaint event. No manufacturing nonconformances were identified in the returned samples. Available information suggested patient and/or procedural factors may have contributed to the reported events. The review of complaint data found that the complaint rate did not exceed the may 2020 control limit for the appropriate trend category. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was confirmed based on the condition of the returned device. However, no manufacturing non-conformances were identified during product evaluation. A review of lot history, complaint history, DHR and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. As reported, the patient¿s annulus and leaflet had a mild degree of calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Although a definite root cause was not able to be determined, available information suggests patient factors (valvular calcification) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
B4: aware date of event was changed from (B)(6) 2020 to (B)(6) 2020.

Manufacturer narrative:
Section h6 and h10: the delivery system was not returned to edwards lifesciences, as it was discarded by the facility. Additionally, no imagery was provided by the complaint site. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A device history record (DHR) review was performed and did not reveal any issues that may have contributed to the reported event. A lot history review was performed and did not reveal any similar complaints. The complaint was unable to be confirmed and the occurrence rate did not exceed may 2020 control limit for the trend category. Therefore, a complaint history review was not required. The commander delivery system instructions for use (IFU), the system preparation manual, and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system with sapien 3 ultra valve. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure. Additional assessments of the failure mode are not required at this time. The complaint was unable to be confirmed. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigation's provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, the patient¿s annulus and leaflet had a mild degree of calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) contributed to the balloon burst. However, a definitive root cause was unable to be determined. The complaint occurrence rate did not exceed the control limit for the applicable trend category. As such, no corrective or preventative action was required.

Manufacturer narrative:
Section a2, a3, h10: additional information provided indicated the patient had a ¿low¿ degree of calcium both in the annulus and the leaflets. A bav had not been performed prior to valve deployment. The balloon was inflated to nominal volume. After the balloon burst, the esheath and delivery system were removed as a unit. The valve was successfully implanted in an 80:20 aortic position with the post dilation balloon. No patient injury was reported. However, on pod 13 the patient expired due to unrelated reasons. Is it perceived that the balloon burst was caused by the pressure at the sinotubular junction. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in switzerland, during a transfemoral tavr procedure, the 23mm commander delivery system balloon burst during inflation. A post dilatation balloon was used to finish the implant.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.